Event description:
It was reported that the patient presented in clinic for a follow up with an implantable cardioverter defibrillator with recorded episodes of non-sustain right ventricular over-sensing due to over-sensed noise. No programming changes were suggested or made. The patient was in stable condition.